Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open and 12 unopened recepacks. Analysis and results: there are previous complaints of this code/batch. There are no units in OEM stock. We have received 12 closed samples and one open sample (unused, the needles are attached to the threads). Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated corrective action in order to avoid this type of incident in the future.

Event description:
Country of complaint: (B)(6). Needle detachment.